Event description:
Caller called to report having two knee replacements due to a loose hinge and broken hardware; the first surgery was (B)(6) 2015, then again (B)(6) 2017 for the same problems. The caller now has clicking sound in the knee joint, fluid retention, progressive bone deterioration, skin discoloration, inflammation, ambulation difficulties, unable to socialize with friends, family, and isn't able to clean his home because of pain. Caller states that due to the bone deterioration his doctor has told him that his leg will need to be amputated. Caller has an appointment with his orthopedic (B)(6) 2018 and states that he has spoken to an attorney to help him with getting his medical record.